Manufacturer narrative:
The stenosis was in proximal to mid lad. Device was inspected before use and the lesion was pre-dilated with a balloon. Resistance was encountered when advancing the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The stent was positioned on the balloon between the marker bands but was not meeting specification due to deformation at the proximal end. Deformation was evident to the 26th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a lesion in the mid to proximal lad. A non medtronic guide wire and a medtronic guide catheter were used in the procedure. The device did not pass through a previously deployed stent. It was reported that the stent would not cross the lesion and when removed a strut was noted to be sticking up. No patient injury was reported.